Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed diaphragmatic stimulation on the left ventricular (lv) lead. On (B)(6) 2021 the physician elected to cap the lv lead. The patient condition was stable.